Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17681557 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately twelve days after the optease vena cava filter was implanted, the filter was removed. While performing a cavography, the filter was found to be out of line with the vena cava, the filter had moved, and the retrieval hook was positioned against the vessel wall. As a result, many maneuvers with different approaches, and the use of several devices were necessary to retrieve the filter. The surgery to remove the filter exceeded three hours. The device was stored inside a cabinet in the angio suite (cath lab). The device was stored in the cath lab for months. The device was stored, handled and prepped per the instructions for use (IFU). There was no unusual force used at any time during the procedure. The thermal indicator was not activated. It was verified prior to deployment that the hook was caudal. The filter was deployed without a tilt. The filter was initially deployed below the renal veins. The filter was implanted in order to perform a post-partum hysterectomy. The patient did not have a history of deep vein thrombosis, or pulmonary embolism. No anti-coagulation therapy was provided. The patient was not on anticoagulation therapy prior to the filter placement. During the index procedure the filter was implanted successfully without patient injury. The degree of the tilt was on the axis with the vena cava at the time of positioning, but it was found angled at the time of the retrieval. The current status of the patient is in good standings. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, approximately twelve days after an optease vena cava filter was implanted, the filter was removed. While performing a cavography, the filter was found to be out of line with the vena cava, the filter had moved, and the retrieval hook was positioned against the vessel wall. As a result, many maneuvers with different approaches, and the use of several devices were necessary to retrieve the filter. The surgery to remove the filter exceeded three hours. The device was stored inside a cabinet in the angio suite (cath lab). The device was stored in the cath lab for months. The device was stored, handled and prepped per the instructions for use (IFU). There was no unusual force used at any time during the procedure. The thermal indicator was not activated. It was verified prior to deployment that the hook was caudal. The filter was deployed without a tilt. The filter was initially deployed below the renal veins. The filter was implanted in order to perform a post-partum hysterectomy. The patient did not have a history of deep vein thrombosis, or pulmonary embolism. No anti-coagulation therapy was provided. The patient was not on anticoagulation therapy prior to the filter placement. During the index procedure the filter was implanted successfully without patient injury. The degree of the tilt was on the axis with the vena cava at the time of positioning, but it was found angled at the time of the retrieval. The current status of the patient is in good standings. A non-sterile optease retrievable 55 femoral filter was received for analysis inside a plastic bag. Per visual analysis, the filter/filter barbs were inspected, and no anomalies observed. A review of the manufacturing documentation associated with lot 17681557 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The events reported by the customer as ¿filter-tilt¿ and ¿filter-migration¿ could not be evaluated due to the nature of the complaint. The filter was visually inspected and no damage was noted to the filter upon inspection. The cause of the reported events could not be determined during the analysis. Without images or procedural films for review, the reported filter tilt/migration could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors during the attempted retrieval may have contributed to the reported tilt. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Neither the phr review results nor the analysis performed suggest that the events experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time, given that the reported failure does not appear to be related to the manufacturing process.